Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. During the procedure, the physician struggled to get the trocars to turn out from the patient once put through the foramen. In the end, the mesh got twisted and as a result was not placed properly. The sling was removed from the patient. The site was re-examined and a little more dissection had to be done to ensure that there was more space for another sling to be inserted without twisting. Another like device was placed successfully and the procedure was completed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.